Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 140 mg/dl. System check could not identify a source of the blockage. Reportedly, the customer completed a supply change to address the occlusion alarm.